Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during a follow up out of range pace impedance measurements were noted when it comes to this device. No noise was reported. No change was made to the system, and the patient will continue to be monitored. No adverse patient effects were reported.